Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were indications of dried fluid within the recess of the bottom cover adjacent to the pump assembly and cassette area. The cause of the encountered dried fluid could not be determined. The dried fluid that was discovered during the internal inspection of the returned device was unrelated to the complaint and had no effect on the reported complaint event. Simulated testing was performed and the device performed as designed. Device history review was performed and found no non-conformance reports or other abnormalities during the assembly of this lot. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. Further information has been solicited. The received medical record does not contain dialysis treatment records, progress notes, or physician orders for review. There is no documentation in the medical record supporting a possible association between the cycler, cassette, dialysate and the event of peritonitis.

Event description:
Patient presented to a hospital on (B)(6) 2015 with complaints of abdominal pain for 10 hours with cloudy dialysate. On (B)(6) 2015, pd effluent white blood cell count was 8,700, the patient was diagnosed with peritonitis, and was started on vancomycin and fortaz (ceftazidime) via intraperitoneal (ip) route. On (B)(6) 2015, pd effluent white blood cell count was 1,946, the patient was afebrile with improved abdominal pain, no leukocytosis, and was discharged from the hospital to home in fair condition with outpatient vancomycin antibiotic therapy via ip route.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for peritonitis. A follow up call to the patient's pdrn confirmed the patient was admitted to the hospital for peritonitis on (B)(6) 2015 and discharged on (B)(6) 2015. The patient presented with complaints of abdominal pain for 10 plus hours with cloudy dialysate. Patient was admitted on (B)(6) 2015 under observation for suspected peritonitis in relation to pd therapy as the patient's cell count was elevated at 8700. The patient was given one dose of ip vanco and started on ip fortaz. Following treatment the patient's cell count improved to 1,946 the next morning. The patient's abdominal pain improved and she remained afebrile without leukocytosis. The patient was determined to be stable to discharge home with outpatient ip antibiotics on (B)(6) 2015.